Event description:
Patient was revised to address knee pain. Intraoperatively, it was discovered that the tibial tray was put in with 10 degrees posterior slope. The poly had worn through.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occured approximately 20 years ago. Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported event; however, the length of time implanted (20-years) and the reported patient larger physical stature could be contributing factors. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.